Event description:
It was reported that a health care professional (hcp) contacted boston scientific indicating that this implantable cardioverter defibrillator (ICD) stored a ventricular tachycardia (vt) event that seems to have started due to atrial pacing and asked for the reason why the device delivered this pacing during atrial tachy response (atr). Technical services (ts) reviewed data from the device and explained that this behavior is due to long programmed post-ventricular atrial refractory period (pvarp). Ts also confirmed that atrial pacing may have contributed to the patients vt episode. No pacemaker mediated tachycardia events, retrograde p wave peaks or farfield r-wave oversensing were observed. Reprogramming recommendations were discussed, including a reduction of atrial pacing and shortening of the pvarp. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific indicating that this implantable cardioverter defibrillator (ICD) stored a ventricular tachycardia (vt) event that seems to have started due to atrial pacing and asked for the reason why the device delivered this pacing during atrial tachy response (atr). Technical services (ts) reviewed data from the device and explained that this behavior is due to long programmed post-ventricular atrial refractory period (pvarp). Ts also confirmed that atrial pacing may have contributed to the patients vt episode. No pacemaker mediated tachycardia events, retrograde p wave peaks or farfield r-wave oversensing were observed. Reprogramming recommendations were discussed, including a reduction of atrial pacing and shortening of the pvarp. The device remains in service and no adverse patient effects have been reported.